Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the catalog is unk_smart touch unidirectional sf. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal procedure with an thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac arrest and ultimately death. It was reported that a cryo afib/rf atrial flutter procedure was performed on (B)(6) 2022. The caller was informed on 21-oct-2022 that the patient suffered cardiac arrest yesterday in post-anesthesia care unit (pacu) after waking up from anesthesia and subsequently passed away. No other details were known at this time. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.